Manufacturer narrative:
Preliminary analysis revealed that telemetry errors prevented the reprogramming of the device in bipolar configuration.

Event description:
On (B)(6) 2018, the subject pacemaker was reportedly reprogrammed in its box prior to the implantation procedure. The pacing mode was programmed to aai and the automatic detection of implantation function was disabled. The atrial and ventricular polarities were also reprogrammed from unipolar to bipolar. Upon interrogation after implantation, the ventricular pacing and sensing polarities were unexpectedly found programmed in unipolar configuration. They were then reprogrammed in bipolar configuration.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2018, the subject pacemaker was reportedly reprogrammed in its box prior to the implantation procedure. The pacing mode was programmed to aai and the automatic detection of implantation function was disabled. The atrial and ventricular polarities were also reprogrammed from unipolar to bipolar. Upon interrogation after implantation, the ventricular pacing and sensing polarities were unexpectedly found programmed in unipolar configuration. They were then reprogrammed in bipolar configuration.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
On (B)(6) 2018, the subject pacemaker was reportedly reprogrammed in its box prior to the implantation procedure. The pacing mode was programmed to aai and the automatic detection of implantation function was disabled. The atrial and ventricular polarities were also reprogrammed from unipolar to bipolar. Upon interrogation after implantation, the ventricular pacing and sensing polarities were unexpectedly found programmed in unipolar configuration. They were then reprogrammed in bipolar configuration.